Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the black box and alarm history indicated a call service 078 alarm had occurred. Additional testing could not be completed due to internal moisture damage to the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.